Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. Reportedly, the customer was able to clear the alarm and resume insulin delivery. The customer's blood glucose level ranged from 118 to 165 mg/dl. The customer has a backup pump available as alternate insulin therapy.